Event description:
Procedure: vats wedge resection. According to the reporter: during procedure surgeon tried to fire the staples on the parenchyma of left lung with the egia60amt and idrive ultra after pushing the green safety button. When he pushed the blue button, the I-beam stopped advancing forward at the beginning phase. The blue light did show on the status indication, however staples were not fired at all. I-beam stopped as soon as the blue button was pushed. The scrub nurse disconnected the reload from the idrive ultra and used a new one. Using another egia60amt the surgeon was able to complete the case with no problems. There was no damage to a patient at all. Aside from the blue light on either side of the idrive handle, the light above the reload symbol was flashing. The light above the adapter symbol was illuminated. The light above the handle symbol was illuminated. All five white status indicator lights on top? Asked but unknown. No reinforcement material used in conjunction with the stapling device. Patient information is unknown. No unanticipated tissue loss as a result of this problem. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes. Last known patient status is unknown.

Manufacturer narrative:
(B)(4).